Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 221502711 was returned and analyzed. Visual inspection showed the pebax section before the loop was kinked and ribbed in two points. The electrodes were all in their place and the loop was intact. In conclusion, the mapping catheter failed the returned product inspection due to a kink in pebax tubing section before the loop section. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter tested out of specification per the manufacturers investigation.